Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that e-stop would not reset when prompted on the pendant. It was reported that the firmware on the pendant did not have a revision and once reloaded functionality was restored. . The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system booted into standalone mode and it was noted that x-ray functionality was disabled. There was no patient present when this issue was identified.